Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit. - sliding error of movable l-range that occurred in the zoom scope. - image occurred within the allowable range. - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service observed a glare and a crack in the objective lens affected the images. A leak in the instrument channel. The angulation was low. There were dents and scratches on the distal end cover. The adhesive on the light guide lens was worn. The rubber adhesive had a deep scratched. The rubber adhesive was cracked at the distal end cap (c-cover) and insertion tube. There was excessive buckling on the insertion tube. The light guide tube had inflated buckles and excessive scratches. There were deep dents and scratches on the scope connector plug unit. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was an angulation malfunction with the subject device, and the scope does not retro flex. The issue was found during reprocessing. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction found during the device evaluation (blurry image).